Event description:
It was reported that a high blood glucose level was displayed as "high", but the specific value remains unknown. Cause was not known. The customer took no action to address the high blood glucose and declined a supplies or system check, indicating no further assistance was required.